Event description:
At the end of (B)(6) 2013 (post installation date of (B)(6) 2013), at (B)(6), for cardiohelp unit (article number 70104.8012; serial number (B)(4)) the customer reported a technical alarm of either "battery 1 needs service" or "battery 2 needs service" displayed on the unit. The technician asked the customer to perform a calibration but it did not work. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by a ssu technician and the batteries were replaced and battery calibration was performed. The device was tested to factory specifications and passed all tests. (B)(4).